Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient was reported to be bed bound and the pressure points from wearing the lifevest were causing a skin irritation with some bleeding. The patient's physician advised the patient to use a lotion on the skin irritation. During a follow up call, the patient reported that the skin irritation was gone. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.